Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and when removing the catheter from the patient, blood on the spring was observed. The procedure was completed without patient consequence. This event was originally considered non-reportable; however, bwi failure analysis lab received the device for evaluation and found reddish material found in the pebax of the catheter, also a hole in the pebax of approximately 0.45 mm wide and 0.48 mm high and a cut on the shaft 10 cm from the tip dome with the shaft partially torn and wires and tubes are exposed. This finding is reportable because it could potentially contribute to a death or serious injury.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter and when removing the catheter from the patient, blood on the spring was observed. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and reddish residues material was found inside the pebax. Further examination revealed that the pebax had a puncture from outside to inside. Additionally, shaft was found broken and partially torn with internal parts exposed. This catheter condition was not originally reported by the customer. Due to the shaft condition, an electrical test was performed and catheter failed since some electrodes had leakage. However, the cause of the leakage could not be found. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent catheter damaged from leaving the facility. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported customer complaint has been verified. Internal corrective actions were opened to address the damage in the pebax and the thermocool smart touch broken shaft issue.

Manufacturer narrative:
Evaluation summary. (B)(4). Manufacturer¿s reference #: (B)(4). The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and reddish residues material was found inside the pebax. Further examination revealed that the pebax had a small hole. It remains unknown how the pebax was damaged. However, an internal corrective action is further investigating this issue. Also shaft was found partially torn. Wires and tubes are exposed under open area but wires were not found sticking out. No braids were found exposed. These conditions were not originally reported by the customer. It remains unknown how the shaft was damaged. Due to the shaft condition, an electrical test was performed and catheter failed due to the reddish material that enters to the catheter. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent shaft or pebax damage/defect from leaving the facility. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. An internal corrective action has been opened to address the damaged pebax on smart touch and thermocool smart touch broken shaft issue.